Manufacturer narrative:
(B)(4). Insulin pump passed the self test and displacement test. No pump errors noted during history download analysis. Insulin pump received with cracked keypad overlay at select button. Test reservoir, p-cap locks properly in reservoir compartment.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. It was reported that the insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.